Event description:
It was reported that during normal generator change of this implantable cardioverter defibrillator (ICD), the physician encountered significant scar tissue as well as calcium deposits encapsulating the device. It became a very difficult device removal with a lot of instrumentation (scalpels, scissors, retractors). The device was successfully explanted and was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be separated from the pg. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.